Event description:
It was reported that the subject device exhibited an e315 and e226 error. The issue was found during preparation for use. The intended an unspecified procedure was completed with another device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation a definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an e315 and e226 error. The issue was found during preparation for use. The intended an unspecified procedure was completed with another device. There was no report of patient harm.